Event description:
It was reported that the customer experienced high blood glucose levels. Customer's blood glucose level at the time was 400 mg/dl. She stated that her insulin pump was displaying a button error. The customer changed her battery that morning because she had also received a low battery alarm. Advised to discontinue use of the insulin pump and that it would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a corroded keypad trace. The functional tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.